Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with reflin (route, dose, frequency, and duration not reported) and injection fortum daily, (route, dose, and duration not reported) for the peritonitis. Action taken with peritoneal dialysis therapy was not reported. It was unknown if the patient recovered from the peritonitis event. No further information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, the patient¿s peritoneal effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Antibiotic therapy was reported to be ongoing. Should additional relevant information become available, a supplemental report will be submitted.